Event description:
The customer received a questionable troponin t result for one patient sample from the cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold in the united states. The result at a health care station was 242ng/l and was reported. At the hospital, the result on an elecsys 2010 analyzer was 5 ng/l. It was unclear if these results were generated from the same patient sample. Information concerning if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.